Event description:
Received notice from FDA regarding an incident. No user facility info was included with the notice. Event description is as follows: use of postoperative pain pump destroyed shoulder cartilage.

Manufacturer narrative:
Voluntary report was received via mail. The cover page for the report stated: the attached report, (B) (4), was received through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. The report contains all the info presently available. The attached maude event report (foi) had extremely limited info. Included was an event date of (B) (6) 2003, a report date of 12/09/2009 the event outcome was required intervention. The reporter was only identified as attorney. The event description was: use of postoperative pain pump destroyed shoulder cartilage. The only identification of the device was a product code of meb - pump, infusion, elastomeric. A brand name of: cadd prizm pump deltec and device type pain pump - shoulder. The serial number was listed as (*confidential*). This info is being entered into smartsolve for tracking and reporting purposes.